Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that one conductor wire was found to be broken at the yaw pulley exit. The wire was detached from its connection at the grip. Instrument passed electrical continuity test. Additional observation not reported by site was yaw pulley damage. The yaw pulley was missing a 0.049 x 0.123 piece opposite of the conductor break, allowing the grip to move within the pulley and have a larger range of motion in the yaw. Additional observation not reported by site was main tube damage. The distal end of the main tube exhibited various scratch marks with light material removal and a rough surface finish. The scratches were short in length and were not aligned with the tube axis. Engineering concluded that damage was likely due to mishandling. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the yaw pulley damage and/or the main tube damage found during failure analysis if to reoccur could cause or contribute to an adverse event.

Event description:
It was reported that prior to starting a da vinci si surgical procedure, it was noted that the wire separated on the pk dissecting forceps instrument. No patient harm, adverse outcome or injury was reported.